Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 3; cat# 5521-b-300; lot# bt0t, tri cemented stem 12mmx100mm; cat# 5560-s-212; lot# n5e54s, tri ts femur sz4 right; cat# 5512-f-402; lot# dnsy, tri post augment sz4 5mm; cat# 5543-a-400; lot# douy, triathlon cemented stem-15mm x 50mm; cat# 5560-s-115; lot# n4w01x. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with unstable knee. Surgeon removed all components. Proceeded with mrh hinge knee and cones. First revision did not have stryker. Update as per sales rep on 4/13/2016: the patients' anatomy/ligaments were unstable. There were no loose devices.

Manufacturer narrative:
An event regarding instability involving an triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 1 other event for the lot referenced. Conclusions: a CAPA trend analysis was performed for this product family and event which identified (clinical) user-related and patient factor issues as potential root causes; however, the exact cause of the event could not be determined because the device was not returned and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient presented with unstable knee. Surgeon removed all components. Proceeded with mrh hinge knee and cones. First revision did not have stryker. Update as per sales rep on 4/13/2016: the patients' anatomy/ligaments were unstable. There were no loose devices.